Event description:
It was reported by the olympus representative, the suction was clogging and the air/water supply on the gastrointestinal videoscope was poor due to insufficient or incorrect reprocessing. No patient harm reported.

Manufacturer narrative:
The device was evaluated, and the reported issues were not confirmed. Water tightness was not maintained due to holes in the bending section cover caused by external factors. There was clogging in the air supply / water supply nozzle that was difficult to remove. The adhesive around the air supply / water supply nozzle was peeled off. The adhesive part of the objective lens was peeled off due to handling. The adhesive part of the lighting lens had peeled off due to handling. Image abnormalities (dive flare) were observed due to peeling of the objective lens adhesive due to external factors. Water tightness was not maintained due to wear of switch one. The bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob was out of the normal state due to the extension of the angle wire. The insertion part cover was crushed due to an external factor. There were scratches on the insertion part cover, operation part, switch box, operation part cover, up/down knob, right/left knob, up/down angle fixing lever, right/left angle fixing knob universal cord, operation part side of the universal cord, scope connector, scope connector jumpsuit case due to external factors. There were wrinkles in the insertion part due to external factors. The suction cylinder was scraped due to an external factor. The paint on the suction cylinder was peeled off. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct h8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event occurred because of insufficient reprocessing or handling by the user. Olympus will continue to monitor field performance for this device.